Event description:
It was reported that the pump battery gauge was incorrect. Customer's blood glucose was within range (value not provided). Customer continued to monitor battery. After multiple follow up attempts to conform there was no further issues, customer did not reply.